Event description:
A power source alert 07 was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to plug the wall adapter into a working outlet for at least 30 minutes, which resolved the issue.